Event description:
The customer reported that the insulin pump was cracked at the end cap sticker, and alarmed an error during the manual prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.